Event description:
The user facility reported that an employee obtained a burn on their finger and experienced inhalation/irritation while unloading items that were processed in their v-pro max sterilizer. The employee went to the ER. It is unknown if medical treatment was administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and found the unit to be operating properly. No issues with the function or operation of the sterilizer were identified and the sterilizer was returned to service. There have been no reports of inhalation/irritation from other user facility personnel while operating the unit. The reported burn is attributed to the employee not wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The v-pro max operator manual (1-2) states, "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry item sare to be placed in sterilization unit." The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer and properly drying instruments prior to processing. No additional issues have been reported.